Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: correction to h8 and g3 of the initial medwatch. The aware date should be april 17, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The inspection method for this event is described in the instruction manual (operation edition), "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a generation of noise. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scope communication error (e216) on the image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a noisy image during angulation in the up and down directions due to damage on the charge coupled device unit. Additionally, scope communication error e216 was present due to the damage on the charge coupled device unit. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord and on the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.